Manufacturer narrative:
The unit was received with a radio frequency error alarm during self-test and the unit was unable to communicate with the test bg meter due to a faulty component on the radio frequency board. The unit was received with normal operating currents. The unit passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No external flash error alarms occurred during testing. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed with a radio frequency error on four separate occasions. The patient's blood glucose at the time of incident was 203 mg/dl. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis.